Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the roadrunner the firm lt hydrophilic wire guide was being removed from the package before a lung embolization procedure, it was noted that the distal end was broken. The guide wire could not be separated from its spiral package. The device did not make patient contact, and there were no injuries or additional procedures reported.